Manufacturer narrative:
(B)(4).

Event description:
Received info the pt started experiencing headaches while still receiving good stimulation benefit. Device interrogation reported high impedances >40,000 ohms. Some case pairs >40k, as well as some bipolar pairs, x-ray had shown a small clear portion distal to where the "barrel" of distal end of the extension was, this may appear this way on x-ray because there are very fine wires there. Additional info reported the pt was scheduled for exploratory surgery on (B)(6) 2011 to correct possible open circuits. Additional info has been requested and if received, a f/u report will be sent.